Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device. There was a kink in the hypotube and shaft 16.5cm proximal of the distal tip. Functional testing showed a leak at the male connector with female luer during the prime cycle and the device would not prime and the ¿check saline supply¿ error was displayed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or irregularities were identified. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Same case a MDR ID#2134265-2017-12553. It was reported that the device was aspirating without infusion. An angiojet solent omni thrombectomy catheter and angiojet® ultra system console were used for an arterial clot treatment procedure in the right common femoral artery and distal common iliac artery. The device was used in power pulse mode to deliver 80cc of lytic into the thrombus. The catheter was removed from the patient and waited 20 minutes. The same solent omni catheter advanced back into the patient and regular thrombectomy mode activated for approximately 50 seconds when an error occurred. The console was reset and error occurred two more times. The catheter was removed and reset in the console, successfully re-primed, advanced to the thrombus, activated and another error message occurred. The device was removed from the console and staff noticed saline in the console drawer and wiped out. The catheter was replaced with another solent omni catheter and a new 500cc heparinized saline bag directly spiked into the catheter. The catheter was primed and advanced to the treatment site. The device was run in thrombectomy mode for 250 seconds when an error occurred (bubble check line). The device was removed, re-primed and re-inserted into the patient. The error continued to occur until a catheter exchange message occurred. At this time the staff noticed saline in the console drawer. It was also noticed that the level in the saline bag did not appear to have changed (500ml bag appeared to still be 500mlbag) but there was approximately 100 cc of blood in the waste bag. The clot they were treating migrated distally. The physician as able to complete the procedure with a solent dista thrombectomy catheter. There were no patient complications and the patient was stable but his symptoms were unchanged (pain in right leg). The patient was put on a lytic drip with an additional treatment procedure the next day.

Manufacturer narrative:
Patient age at time of event: 18 years or older . (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4) .

Event description:
Same case a MDR ID#2134265-2017-12553.it was reported that the device was aspirating without infusion.an angiojet solent omni thrombectomy catheter and angiojet® ultra system console were used for an arterial clot treatment procedure in the right common femoral artery and distal common iliac artery. The device was used in power pulse mode to deliver 80cc of lytic into the thrombus. The catheter was removed from the patient and waited 20 minutes. The same solent omni catheter advanced back into the patient and regular thrombectomy mode activated for approximately 50 seconds when an error occurred. The console was reset and error occurred two more times. The catheter was removed and reset in the console, successfully re-primed, advanced to the thrombus, activated and another error message occurred. The device was removed from the console and staff noticed saline in the console drawer and wiped out. The catheter was replaced with another solent omni catheter and a new 500cc heparinized saline bag directly spiked into the catheter. The catheter was primed and advanced to the treatment site. The device was run in thrombectomy mode for 250 seconds when an error occurred (bubble check line). The device was removed, re-primed and re-inserted into the patient. The error continued to occur until a catheter exchange message occurred. At this time the staff noticed saline in the console drawer. It was also noticed that the level in the saline bag did not appear to have changed (500ml bag appeared to still be 500mlbag) but there was approximately 100 cc of blood in the waste bag. The clot they were treating migrated distally. The physician as able to complete the procedure with a solent dista thrombectomy catheter. There were no patient complications and the patient was stable but his symptoms were unchanged (pain in right leg). The patient was put on a lytic drip with an additional treatment procedure the next day.